Event description:
The user facility reported a 51 year-old male with a left ventricular assist device, and a history of ischemic cardiomyopathy was implanted with an impella device for mechanical circulatory support. While the patient was on support, the impella had placement signal alarms and the motor current was unchanged. Additionally, the patient had renal failure while on support, and continuous renal replacement therapy was started. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of renal failure has been completed. The impella device was not returned for evaluation. The clinical details noted that patient's pfhgb was noted to be 31 on day 3 of rp flex support. Patient was placed on crrt support and patient was in renal failure on day 6 of support and pfhgb was trending down from previous days on support. The cause of the renal failure was not determined due to insufficient clinical details. D9 date device returned to manufacturer added. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-09705. D6a and d6b revised from the initial submission 1220648-2024-09705 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-09705. G1 reporting contact email revised on manufacturer device report 1220648-2024-09705 in accordance with updated procedures. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2024-09705.